Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that when the customer was hospitalized for an unrelated event, the customer experienced an elevated blood glucose (bg) level of 595 (mg/dl) due to the health care provider forgetting to resume their pump therapy. Intravenous insulin was used to address bg level. The customer was released on or near (B)(6) 2016; although the exact date was not provided.